Manufacturer narrative:
One cadd solis vip pump was returned for the investigation of an under infusion. Upon receiving the product, the investigator noted a missing tamper seal otherwise the device was in good physical condition. A device history review, DHR, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during the DHR review. To investigate the reported issue, a pump accuracy test was performed but failed. Therefore the reported issue was confirmed due to the pump's under delivery. The expulsor was replaced as a corrective action. No further actions to report.

Manufacturer narrative:
Other, other text: additional information- no patient involvement. Event date added.

Event description:
No patient involvement. Event date added.

Event description:
Information was received indicating that a smiths medical pump under infused of -.6ml. There were no reported adverse events.